Event description:
It was reported that fractured ceramic liner, revised to a mdm insert and liner with a 28mm head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).